Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer was unable to log in after upgrading the device to version 1.11. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not log in after upgrading the device to version 1.11. A technical support specialist (tss) reviewed the incident and determined that the login issue occurred because the medstation was accessed before all system components had fully completed startup following the upgrade to version 1.11. The tss noted that during this brief initialization period, the station was not yet in a ready state, which temporarily prevented user login. The tss confirmed that after the station was restarted, all components completed startup successfully and normal login functionality was restored. The tss further observed that this behavior was consistent with other recent version 1.11 upgrade cases, where connected components such as biometric identification devices required a full restart to complete initialization. The tss verified that in each instance, a reboot resolved the issue without further impact and confirmed that the system was operating normally, with no additional action required. The system functioned as intended after technical support specialist troubleshot the device.